Manufacturer narrative:
Company comment: the serious event of angioedema and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To date, five medical complaints have been reported to the lot number, including this case. The batch record review indicated no potential quality issues were identified during the manufacturing process of the specified batch. The batch was manufactured and released in accordance with galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The investigations performed are considered adequate, and no further investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-nov-2025 by a physician assistant via sales representative concerning a 41-year-old female patient. The medical history of patient included high blood pressure, and she was concomitantly taking unspecified antihypertensives. The patient had no lidocaine allergies. The patient had never received filler treatment previously. On (B)(6) 2025, the patient received treatment with 0.4 ml of restylane kysse (lot 22911, expiry date 30-sep-2026) to lips (unknown injection technique and needle type). A few hours after the treatment, on the same day, the patient returned to the reporting hcp complaining of swelling (implant site swelling) and she experienced true angioedema (angioedema) affecting both lips. The reporting hcp treated the patient with benadryl [diphenhydramine hydrochloride] and prednisone [prednisone] but she was not improving. The patient had neither tongue nor throat swelling. Later, the reporting hcp transferred the patient to the emergency room (ER) where she was treated with unspecified IV steroids and antihistamines. She remained in the ER overnight. The swelling resolved after more than 24 hours. Currently, the patient had no symptoms and was doing fine. Outcome at the time of the report: angioedema was recovered/resolved. Swelling was recovered/resolved. Tracking list: v.0 initial, v.1 batch record review investigations results were received on 28-nov-2025.

Manufacturer narrative:
Company comment: the serious event of angioedema and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To date, five medical complaints have been reported to the lot number, including this case. To rule out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number us (B)(4) is a spontaneous report sent on 05-nov-2025 by a physician assistant via sales representative concerning a 41-year-old female patient. The medical history of patient included high blood pressure, and she was concomitantly taking unspecified antihypertensives. The patient had no lidocaine allergies. The patient had never received filler treatment previously. On (B)(6) 2025, the patient received treatment with 0.4 ml of restylane kysse (lot 22911, expiry date 30-sep-2026) to lips (unknown injection technique and needle type). A few hours after the treatment, on the same day, the patient returned to the reporting hcp complaining of swelling (implant site swelling) and she experienced true angioedema (angioedema) affecting both lips. The reporting hcp treated the patient with benadryl [diphenhydramine hydrochloride] and prednisone [prednisone] but she was not improving. The patient had neither tongue nor throat swelling. Later, the reporting hcp transferred the patient to the emergency room (ER) where she was treated with unspecified IV steroids and antihistamines. She remained in the ER overnight. The swelling resolved after more than 24 hours. Currently, the patient had no symptoms and was doing fine. Outcome at the time of the report: angioedema was recovered/resolved. Swelling was recovered/resolved.